Manufacturer narrative:
Our investigation concluded there was no device malfunction. The application specialist did not follow the appropriate installation protocol as documented in the service manual for this device.

Event description:
A philips clinical application specialist was injured during installation of a percunav system. The spring arm on the field generator pole sprang upward striking the application specialist in the forehead causing bleeding. A bandage and tetanus shot were issued to treat the application specialist. No additional medical intervention was required and no additional patients or users were involved in this event.